Event description:
The pt's heart rate dropped, the medtronic dual chamber temporary pacemaker displayed a 0004 error code and would not function. CPR was started pacemaker changed. The pt had no adverse outcome from the event. The investigation revealed the 0004 error code was a design feature that was not included in the training from the co. To correct the 0004 error code the battery needs to be taken out and reinstalled, pacemaker turned on and the 4 second selftest to take place before the pacemaker will begin pacing. The 0004 error code will happen in a button is touched during the self test. The pacemaker is a hand held device.